Manufacturer narrative:
Investigation revealed the issue with the pdm defib sync connector was caused by failure of the pdm das cpu hardware. The failed das hardware was replaced.

Event description:
The customer reported a loss of function of the defib sync connector of the device. No patient compromise reported.

Manufacturer narrative:
The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Ge healthcare's investigations ongoing. A follow-up report will be submitted when the investigation is complete.